Event description:
The customer contact reported the patient received more mediction than intended. A work order attached to the pump stated, "12/13/2005, according to the charge nurse the pca emptied the entire syringe into patient" and resulted " in near respiratory failure." No specific patient information, pump progrmming, or event details were available. During testing at the user facility, the device passed testing.